Event description:
Report received from the USA stating during a routine inspection performed by the reporter, the device was "overheating and getting warm to the touch." The device was not used in surgery. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If add'l info is received, a supplemental report will be sent.